Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation on november 2, 2016, omsc confirmed that the probe tip broke down at 16 mm from the distal end. The broken probe tip was not returned. There was scratch on the probe. The shape of the fracture surface showed that the crack developed from the scratch as the starting point. The manufacturing record was reviewed with no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the reported phenomenon occurred by the following mechanism; the user activated the seal & cut output while the probe was contacting with a metal or another surgical device, consequently the scratch was occurred. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe damage error occurred by the crack. The probe was broken when the probe received an additional load by an activation of the seal & cut output outside the patient. The instruction manual of the subject device already states; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
The subject device was used during an uncertain urology procedure. The probe tip of the device was broken and fell off inside the patient body. The fallen fragment was retrieved from the patient body and was disposed by the user. The procedure was completed using a similar device. There was no patient injury reported.